Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did not confirm noisy signals and low amplitude based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor issues. Also, helix difficulty was not confirmed as lead passed the helix mechanism test. Further, no problem detected was based on analysis of returned product. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that duringimplant procedure this lead exhibited low amplitude due to patient conditiion. The lead was repositioned few times, and noise was noted. In addition, the lead helix got stuck in extended position and the field representative thought that something got broke inside. Further, the lead was never in service. No adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did not confirm noisy signals and low amplitude based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor issues. Also, helix difficulty was not confirmed as lead passed the helix mechanism test. Further, no problem detected was based on analysis of returned product. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that duringimplant procedure this lead exhibited low amplitude due to patient conditiion. The lead was repositioned few times, and noise was noted. In addition, the lead helix got stuck in extended position and the field representative thought that something got broke inside. Further, the lead was never in service. No adverse patient effects reported.